Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The subject insert was returned in damaged condition; the locking wire was dissociated from insert and not returned. Damages to posterior locking features consistent with incomplete seating of posterior tabs prior to impaction were observed. Damages to anterior proximal surfaces/edges consistent with strong impaction forces were also observed. The damage to the device renders it non-functional. The event was confirmed. The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the anterior wire of the insert came off when the insert was impacted into the tibial component during op. So the surgeon used a spare product instead of it and the procedure was completed.

Event description:
It was reported that the anterior wire of the insert came off when the insert was impacted into the tibial component during op. So the surgeon used a spare product instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.